Event description:
During a coronary drug eluting stenting treatment procedure, difficulty removing the balloon from the stent was encountered. The lesion being treated was severely calcified in a severely tortuous circumflex artery (cx). The physician predilated the lesion with a 2.5 x 15 mm maverick balloon. After predilatation, the physician successfully deployed a taxus express2 -2.75 x 16 mm drug eluting stent at 14 atms for 30 seconds. Upon withdrawal, the fully deflated balloon came partway out of the stent. It is noted that the physician stated that the tortuous vessel caused the balloon removal to be difficult. The physician successfully removed the balloon, and the stent remained in good position. No pt injuries or complications were reported. Pt status is reported as "satisfactory/good".